Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. Attempts to retrieve additional information is in process. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a patient with a 27mm perimount valve implanted in the aortic position underwent a valve-in-valve procedure after an unknown implant duration due valve calcification leading to stenosis. A 26mm sapien3 ultra valve was implanted successfully within the existing surgical device.

Event description:
Edwards received notification that a patient with a 27mm perimount valve implanted in the aortic position underwent a valve-in-valve procedure after more than ten (10) years of implant duration due valve calcification leading to stenosis. The patient was experiencing shortness of breath prior valve replacement. A 26mm sapien3 ultra valve was implanted successfully within the existing surgical device. The patient was noted as to be recovered. There is no indication or evidence of premature failure of the surgical valve.

Manufacturer narrative:
H10. Additional manufacturer narrative: added information to a3, b5, e1. Corrected data: based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.